Manufacturer narrative:
An event of leaflet degradation resulting in incomplete coaptation was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a trifecta valve was implanted. Starting in 2018, the patient reported worsening symptoms. In (B)(6) 2019, a tee was performed which revealed degradation of the non coronary leaflet resulting in incomplete coaptation of the device. On (B)(6) 2019, a valve in valve procedure was performed and a 23mm corevalve evolute was implanted.